Event description:
It was reported that during an unspecified diagnostic procedure the video system center experienced an e211 error code and was unable to store images into the internal memory. There was a procedural delay of greater than 30 minutes. There were no reports of patient harm.

Manufacturer narrative:
: No information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The event was conservatively classified as a serious injury due to the procedure allegedly being prolonged by more than 30 minutes. There were no adverse patient effects reported. The prolongation of procedure was due to e211 internal memory error code. Testing and investigation is complete. Investigation revealed that the e211 error code occurred. The probable cause was determined to be cp board failure. Additionally, it was determined that the prolonged procedure time is an anticipated hazard and therefore, this malfunction is not likely to cause or contribute to death or serious injury if the malfunction were to recur. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to the regional investigation center, and additional testing was performed. As a reproduction check, the power was turned on and off 30 times and the release operation check were performed 100 times. As a result, the phenomenon indicated by the customer was not reproduced. On visual inspection, there was a large amount of dust attached to the circuit board around the ventilation openings. After checking the operation log, olympus confirmed that memory error message (e211) had been reported 29 times since october 21, 2024,but we were unable to determine the cause of the occurrence of e211. A definitive root cause could not be identified. Based on the results of the additional investigation, it is likely the following led to the malfunction: the customer reported error was likely due to a large amount of dust inside the casing. It is presumed that the dust and the operating environment were causing temporary malfunctions in the internal memory circuitry. Olympus will continue to monitor field performance for this device.